Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A power on reset (por) for write to locked ram, addr=189d, data=83 occurred on (B)(4)-2012 06:59:47. A patient alert for por occurred on (B)(4)-2012 05:59:47. Diagnostic information is consistent with the reported event.

Event description:
It was reported that the patient was seen due to alert tone sounding and interrogation revealed that there was a power on reset. The device remains in use. No patient complications were noted as a result of this event.